Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. Patient¿s annulus measurements were provided for anatomical review. Patient¿s annulus perimeter was 79.4mm suggesting a 29mm evolut. It was reported that a pre dilatation was performed with a 20mm balloon. Medtronic pre dilatation guidance suggests choosing a balloon size based on the minor axis of the annulus. In this case, the annular minor axis was 23.1 mm which would suggest a 23mm semi compliant balloon or a 22mm non-compliant balloon. At 80% deployment, the valve appeared to be under expanded. Additionally, there is no evidence that tension was released from the system prior to final release and the valve. Under expansion and not releasing tension could have contributed to the valve movement. Medtronic recommends removing all tension from the system by pulling back the guidewire and applying slight forward tension during the final release of the valve. A second valve was successfully implanted. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, incomplete frame expansion, and a number of others. As reported, the valve dislodgement was caused mostly due to under expansion of the valve. Per image review assessment, there is no evidence that tension was released from the system prior to final release and the valve. Under expansion and not releasing tension could have contributed to the valve movement. However, a conclusive root cause could not be determined with limited information available. Dislodge events are typically not related to a device malfunction. It was also reported that the valve dislodgement was caused mostly due to under expansion of the valve. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. As reported, a pre dilatation was performed with a 20mm balloon. Medtronic pre dilatation guidance suggests choosing a balloon size based on the minor axis of the annulus. In this case, the annular minor axis was 23.1 mm which would suggest a 23mm semi compliant balloon or a 22mm non-compliant balloon. The smaller size balloon chosen for pre dilation may have contributed to the reported under expansion. However, a conclusive cause of under expanded valve could not be determined with limited information available. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the valve dislodgement was caused mostly due to under expansion of the valve.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with an annular perimeter of 23.1 mm x 28 mm, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm non-medtronic vacs iii balloon. The valve was implanted at a depth of 5 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). The valve dislodged into the ascending aorta. A second valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.